Event description:
The patient contacted animas on (B)(6) 2012 reporting a blood glucose level of 2.5 mmol/l with cognitive impairment. The patient reported a blood glucose of 7.9 mmol/l the night before; the patient reported giving a bolus and then having a low blood glucose of 2.5 mmol/l at 1:40 am. The patient reported recently starting on the pump and felt that the insulin on board (iob) feature was not working properly. The pump settings were reviewed and found that the iob setting was turned off. The reporter indicated that the setting must have been programmed incorrectly when the pump was received and that was the likely cause of the inadvertent over-delivery of insulin. This report is made based on the allegation that the patient experienced hypoglycemia related to an error in the programming of the insulin on board settings.

Manufacturer narrative:
The device was returned and evaluated by product analysis on 02/19/2014 with the following findings:the complaint was unable to be duplicated or confirmed with investigation. Review of the pump¿s black box revealed data relevant to the date of the alleged issue was overwritten due to continued use; no abnormal alarms or issues were observed and the total daily dose history accurately reflected the user programmed basal rates. The insulin-on-board (iob) setting was set to a duration of 4 hours. The pump successfully completed a prime sequence without issue or alarm. A 10 unit bolus was delivered without issue; the pump¿s iob reading was appropriate for the bolus delivered. After 4 hours, the pump¿s iob reading was appropriately 0. The pump passed a delivery accuracy test.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.